Event description:
The customer reported that the system had an interlock failure and shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive ribbon cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.